Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was ischemia during impella cp patient support. While on support, there was a lack of a pedal pulse and the impella was removed. The patient survived.

Manufacturer narrative:
The investigation for the reported event, ischemia, has been completed. No product was returned for investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.